Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding an alarm on his pump. The patient did not know his pump had alarmed. There was a bad storm and his house lost power. He believed the alarm came from inside his home somewhere.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient¿s implantable infusion pump for non-malignant pain, and other non-malignant pain. It was reported on 2016-09-13 that the patient started hearing beeping on (B)(6) 2016. The patient figured out on (B)(6) 2016 that the pump was beeping, and when he checked it with his personal therapy manager a low medication message was received. On (B)(6) 2016, while driving to the doctor¿s office, a critical alarm occurred notifying the patient the pump was completely out of medication. While he was at the doctor¿s office the hcp confirmed the patient had an empty pump, and prescribed the patient oral dilaudid (hydromorphone) and also another oral medication (clonidine) pills were prescribed. The refill appointment is set for (B)(6) 2016. When the patient checked their personal therapy manager (ptm) for error codes it was found that on (B)(6) 2016 an error code of 8286 occurred. On (B)(6) 2016 an error code of 8254 occurred. The patient swears the beeping started on (B)(6) 2016 even though the ptm gives a different date. The patient stated the reason he missed a refill is because the last time he was at the hcp¿s office and had it re filled; both the patient and hcp forgot to make an upcoming appointment for the next refill. The patient had a medical history of, failed back surgery syndrome, lumbar spondylosis, scoliosis, neuropathy lower extremities, lethargy, and hypertension. The hcp reported symptoms of pain, weight gain, excessive sweating, rash, decreased hearing, hypertension, leg pain/swelling, back pain, decreased range of motion, joint pain, joint stiffness, joint swelling, muscle atrophy, muscle cramps, muscle weakness, myalgia, decreased memory, falls, numbness, weakness in extremities, depression, easily irritated, inability to concentrate, excessive thirst, excessive urination, and libido change. The patient was being medicated through the pump with dilaudid at a concentration of 10mg/ml, and a dose of 2.401mg/day. Other medications the patient was taking were cymbalta, clonidine, oral dilaudid, valsartan, furosemide, atorvastatin calcium, and dexilant. The patient¿s status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.